Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that during testing, the surgeon was checking the handpiece, heard a grinding sound, and then the device heated up within a minute. The handpiece was not used for the case and there was no patient or user impact.